Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that when inserting the trocars through the aiming arms (holes 240mm) the trocars are toggling a little bit. The surgeon drilled besides the nail, and had to redrill to get the screw in its place. The problem occured while drilling through the trocars, the (pfna) nail is missed and therefore the screw missed to fixate the nail. The connection between nail and insertion handle are firmly made and the insertion handle is alright. Surgery was prolonged 10 mins to get the screw in the nail. This report is 3 of 3 for com-(B)(4) for (2) unknown trocars

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown trocar guide/unknown lot number. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.